Event description:
This procedure was performed in (B)(6). During a check of the protege everflex stent 4 months post deployment, the physician found that the stent was fractured inside the patient's body. Another stent was placed in the fractured stent, and the patient was not severly affected.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Stent was implanted.